Event description:
The customer stated that her blood glucose readings had been higher than usual when using her contour meter. Her initial complaint did not meet the criteria to be reported, but her test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found that returned reagent to read an average of 232 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.